Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the fluid air exchange did not work and system advisories displayed. The advisories were cleared to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs), but was not replicated. The fluidics controller printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 3, 1999. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) can be attributed to the nonconforming fluidics controller (pcb). However, how or when the component became nonconforming could not be determined. The reported event of sm was unable to be replicated. Based on the information obtained, the root cause of this reported event cannot be determined conclusively. (B)(4).